Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Event description:
It was reported that during a mandible fracture procedure, while the surgeon was implanting the final 8mm self drilling matrix mandible screw, the head of the screw stripped off. No excessive force was applied during drilling. The head of the screw was retrieved, the shaft of the screw remains implanted. The surgery was completed with good reduction achieved. This is 1 of 1 report for (B)(4).